Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery it was noticed that, one (1) 2.0/2.7mm double-ended drill guide was distorted and drill bit broke off inside. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that a visual inspection of the returned device reveals the 2.0mm side of the device broke off. The piece was returned and the visual also reveals a drill bit stuck in the 2.0mm side. The device shows signs of significant wear and use. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.